Event description:
The consumer reported receiving second degree burns to her chest from using the heating pad. She stated she had been using the pad for 10 minutes when she felt a sharp pain on her breast. When she removed the heating pad there was a medium sized burn which has resulted in blistering. The consumer did seek medical attention for this injury. Burns of this nature are typically caused by placing the pad between the body and another solid object.